Event description:
It was reported by the customer that "small gmrs femoral component experienced polyethylene wear failure of the bumper axle bushings. Some wear was observed on the small gmrs femoral component and the small gmrs rotating component. Fretting corrosion was observed on the trunnion and taper of the 40mm gmrs extension piece linking the small gmrs proximal tibia and kotz to gmrs adaptor. The extension piece was easy to remove from the adaptor but extremely difficult to remove from the proximal tibia. Blackened flakes observed at tibial trunions." Patient presented with instability of the knee 15 years after the components were implanted.